Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syr pca gripper recall 2017- 03/05/2018 08:38:42 khatauri armstead (karmstea) point of contact ernesto dilizia t +1 212 241 1683 c +1 732 427 4952 ernesto.dilizia@ge.com 03/13/2018 09:17:40 steven wear (swear) seal intact. Est - rcl to mnr prp - 09mar2019 front case cracked top left corner, rear case hairline cracks at bottom left mounting point, barrel clamp hairline cracks in plastic, and right iui has rib damage. 03/28/2018 12:17:26 jessica galang (jgalang) updated from rcl to mnr for the minor repair needed per steve wear, service tech. Repair approved by ernesto dilizia at ernesto.dili zia@ge.com for $354. New po# is 401320604. Npi 04/04/2018 08:22:29 annette a mendez (amendez) 1z9791540271350114 07/31/2019 08:51:13 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.